Event description:
Facility reports, the support frame suddenly swung upward while the resident was being lifted. The support frame came within close contact toward the care provider's face. No injury occurred.